Event description:
Additional information received indicated the patient had 2 leads (from the same lot) explanted during the procedure that took place on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (B)(6) lost stimulation. Prior to loosing stimulation, diagnostics indicated high impedance readings which was resolved by reprogramming. The patient's system was explanted on (B)(6) 2016 and the plan is to treat the patient's pain with medication.